Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. Here was no actual sample returned for evaluation and further investigation. Due to limited information provided, it is difficult to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the parents moved their child (1 year 8 months) from her mother's lap to her father's lap when the catheter broke. The hose break point was such that the balloon could not be emptied by a syringe. Urine came out of the broken catheter. The balloon was drained , and the catheter slid out during the next diaper change. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the parents moved their child (1 year 8 months) from her mother's lap to her father's lap when the catheter broke. The hose break point was such that the balloon could not be emptied by a syringe. Urine came out of the broken catheter. The balloon was drained , and the catheter slid out during the next diaper change. There was no patient injury.